Manufacturer narrative:
(B)(4) - alarm, failure to: product was requested to be returned for evaluation, and has not been received. Note: this submission is based solely on the user facility statement. (B)(4).

Event description:
Customer claims that the nurse call cable does not send the alarm tone to the nurse's station. The customer tested the cable with a new alarm and the results remained the same. When they tested a new cable with the same alarm it worked fine. The issue was discovered during set-up and there was no patient contact reported.